Manufacturer narrative:
H6, medical device problem code was updated. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the release of the first t seemed to have gone well, with the usual "click" and the fast fix had a normal aspect when it was introduced in the knee but they noticed before releasing the second t that the blade or tip of the fast fix was not completely retracted and was coming out of the sleeve by 1-2 mm. They release the 2nd anchor but this time there was no satisfactory sensation and no noise. When removing the cannula from the fast fix, all the wire remained in the knee. They needed to remove all the thread with forceps. The first anchor and a small piece of wire behind the meniscus remained, they were not removable. The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported.